Event description:
It was reported that while the ventilator was connected to a patient it shut down and generated an alarm. The ventilator was replaced. There was no patient harm. (B)(4).

Manufacturer narrative:
More information surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished. (B)(4).